Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer, manufacturer representative, and health care provider reported that the patient's current implantable neurostimulator (ins) had premature battery depletion. The patient was told their current device was new and improved and would alert them when the battery was dying. They were told it was a bit thicker, but improved. The ins was dead and the patient could not stand on their feet because they were so sick with severe gastroparesis. This was due to a sudden change in therapy or symptoms. The patient was in need of a new device again. The patient's therapy worked great when it worked. The patient was not physically or mentally able to have surgery every 2 or 3 months for replacements. The patient wanted to know why the hcp kept implanting faulty stimulators and thought that there was something wrong with it. The patient's high settings led to a much faster battery depletion. The patient needed the high settings for therapeutic effect. The patient was seen by their hcp on (B)(6) 2015. There were no recent medical tests or emi environment and the event was not related to positional movement. No troubleshooting or interventions were taken to resolve the battery depletion and return of symptoms. The hcp discussed lowering the settings in the future and the patient was not agreeable. The cause of the battery depletion was unknown. The battery had not been replaced and the symptoms had not been resolved. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.